Event description:
It was reported by service report that the left side spindle was broken and the side rail was unable to be locked in the upright position. No pt involvement or adverse consequences are reported.